Manufacturer narrative:
Tracking #.47833. Ptoximate I l s intraluminal stapler: based on the info rec'd and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. The instrument was rec'd in good condition. The instrument was reloaded and fired. It fired and formed all the staples as designed with no difficulties noted. It could not be determined as to why the instrument reportedly jammed.

Event description:
It was reported the device was used during a colon procedure. It was reported by the affiliate that the device could not be removed. There was no pt consequence.